Event description:
The operator sustained a burn when the handpiece was activated through forceps.

Manufacturer narrative:
The sample in question was returned to and evaluated by conmed. The sample was subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The return handpiece had passed this test as it had operated as intended and met all manufacturing specifications. The size and degree of the burn sustained is unknown. To be consistent and conservative, conmed is notifying the f.d.a. Of this event.